Manufacturer narrative:
Concomitant medical products: product ID 3778-75, lot# v440422008, implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead. Product ID 3778-75, lot# v496609007, implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an operation to replace the failed back surgery syndrome patient's implantable neurostimulator (ins) system with a MRI compatible system, it was found the lead was cut. It was further reported that it was found "the lead was already cut" when the ins pocket was opened. The lead reportedly "looked like it was cut sharply." It was noted however that the lead was "underneath the ins" when the ins pocket was opened and that the cut was "unlikely to have been caused by a scalpel when making an incision in the skin during the operation." The patient's leads and ins were explanted at the time of report. There were "no" health hazards to the patient from the event and the patient was to have their replacement ins implanted at a later date.

Manufacturer narrative:
Device evaluation: analysis of lead v440422008 found the lead body was cut through and segmented. Analysis of lead v496609007 found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.